Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The instrument went into "off peak activities" automated maintenance routine. The customer ran quality controls, which resulted within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. Ccc recommended the customer to follow manufacturer's recommendations for sample handling. A siemens headquarter support center (hsc) specialist reviewed the instrument data, which indicated the first sample measurement was taken across the sensor, indicating a non-homogenous sample due to the presence of bubbles, fibrin, gel, and/or cellular materials impacting the sample measurement. Consequently, subsequent samples in question were also impacted. Priming of integrated multi-sensor technology (imt) fluids after the sample completion, has removed the obstruction from the imt system. Hsc has also observed the samples were processed from small sample container (ssc) cups. Hsc has recommended the use of pipette to ensure proper transfer of sample from a primary tube into the ssc cup. The cause of the discordant, falsely elevated na and cl results is related to sample integrity. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on three patient samples tested on a dimension vista 500 instrument. The initial results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension rxl instrument, resulting lower. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.